Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "areas of elastomeric discontinuity, comparable to intracapsular rupture", "physical and psychological consequences", "breast nodules".

Event description:
Healthcare professional reported right side "areas of elastomeric discontinuity, comparable to intracapsular rupture", "physical and psychological consequences", "breast nodules". The device remains implanted.